Event description:
Clinic notes for a vns patient being referred for generator replacement due to the generator nearing end of service were received. The notes revealed that despite taking lorazepam and two doses of diastat, the patient continued to have recurrent non-convulsive seizures on (B)(6) 2011. As a result, she was taken to the emergency room and treated with benzodiazepines, admitted to the intensive care unit, and the status epilepticus eventually stopped. The patient was discharged on (B)(6) 2011 and remained seizure-free until (B)(6) 2011. The patient then had single seizures on three occasions throughout the week and two on (B)(6) 2011. On (B)(6) 2011, she again began to have recurrent non-convulsive seizures. The patient's caregiver believed that she probably had about 20 seizures. She was given lorazepam twice and then diastat, and the episodes ceased. After the two status episodes, the patient had only 13 individual seizures. The physician noted that the two episodes of status in november were related to the patient discontinuing her felbamate. "The first episode may have been withdrawal seizures." The caregivers did not believe that she was having more seizures, but when she started to have them, they seemed to not stop as rapidly as when she was taking felbamate. Following these events, the patient continued to have one to two series or flurries a week which the caregivers noted was the best the patient had ever been. The patient is being referred for generator replacement surgery due to eri=yes, and the referral is unrelated to the patient's change in seizure pattern in (B)(4) 2011. Attempts for additional information from the physician have been unsuccessful to date.